Event description:
Two roller pumps were configured as master/follower to deliver cardioplegia solution in a 4:1 ratio. The auto dose was set to 700 ml and the pumps were started. The two pumps stopped earlier than expected, and the complete cardioplegia dose had not been delivered. The auto delivery was started again, and the same behaviour was repeated. The auto delivery was started a third time, and the 700 ml dose was completed. There was no pt injury as a result of this event.